Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was 286 mg/dl at the time of incident. Customer stated that the insulin pump had pump error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarm due to an unlocked electrical board connector. Unable to confirm button error alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to the constant the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarm.